Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient heard the pump¿s critical alarm and went to the hospital. Upon interrogation, the physician noted ¿attention motor stall occurred¿ on the screen and the pump could not be updated. The critical alarm was for a motor stall that had recovered more than two hours later. As the pump could not be updated and the elective replacement indicator was 18 months it was decided to explant and replace the pump. The patient had no symptoms of underdose; no symptoms or complications reported. At the time of the event, the patient's status was reported as alive-no injury. The issue was reported as resolved but the cause of the issue was not determined. It was unknown if any troubleshooting or diagnostic testing was performed. This device system delivered lioresal. Additional information has been requested. Further, the pump logs indicated that the motor stall had occurred on (B)(6) 2014 at 21:49 and later recovered on (B)(6) 2014 at 17:25.